Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.9, laboratory inr: 4.0. Less than 5 minutes between tests. Therapeutic range: 2.0 - 3.0. Medication list was not provided.

Manufacturer narrative:
Investigation pending.